Event description:
Related manufacturer's reference number: 2017865-2021-39534. It was reported that the patient presented for a procedure. During the procedure, it was discovered that the right atrial lead had an insulation damage. It was also noted that the right ventricular lead was exhibiting low pacing impedance, and after the lead was extracted externalized conductors were observed. The physician opted to explant the entire system; and successfully implanted a new system. The patient was in stable condition.